Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the silver quick connect ring is detached from the handle. The damage was noticed upon opening the sterile wrapped tray prior to a procedure. The tray used was a generic stainless steel tray. The device was not used in the procedure. Therefore, there was no used in the procedure. Therefore, there was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.